Event description:
It was reported that a caller experienced an issue with the insulin gauge displaying a different amount than expected, specifically showing 110 units when the caller anticipated 240 units. There was no reported impact on the customer's blood glucose level. The customer continued using the same cartridge, confident in having more insulin than indicated, and was informed to call back for troubleshooting if the issue recurred. Tandem technical support attempted follow-ups to educate the customer on fill estimates and ensured the customer was transferred to sales for the renewal process, concluding with a final email follow-up before closing the case.